Event description:
It was reported by the customer that a pyxis medstation es system had no power to the station. The customer reported that the station had no power and user was unable to access any medication from the station that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medstation was not turning on. A field service engineer replaced the circuit board and the device turned on. The system functioned as intended after the field service engineer troubleshot the device.